Manufacturer narrative:
This product is available; however, it has not been rec'd for analysis as stated. Add'l info will be submitted upon 30 days of receipt.

Event description:
The stent could not be deployed and was withdrawn from the pt. There were no adverse events to the pt. The product will be returned.